Manufacturer narrative:
Explanted date - the date the device was explanted is unknown. Initial reporter occupation: lead rt. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device involved failed. When the device was tamped down on the green tamp tube, it was stuck and would not budge. A hemostat was used to tamp down and an immediate hematoma formed. Manual pressure had to be held. The event occurred intra-operative. Additional information was received on (B)(6) 2022: the procedure performed prior to using the closure device was a diagnostic catheterization using a 6 french sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. The patient was stable. The procedure was completed successfully. The hematoma was treated with pressure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. When the device is returned the complaint will be reopened. The complaint was unable to be confirmed. The exact root cause was unable to be determined. Based on the available information, the likely cause was determined to have been incomplete suture deployment resulting in inability to access the tamper tube. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).